Event description:
The hospital reported that during a coronary artery bypass procedure, the aortic cutter back walled the aorta. The hospital did not report any patient effects. The product will reportedly not be returned to maquet cardiovascular.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be performed as the product lot number is unknown. Items marked "ni" are unknown to us at this time. Internal file number - (B)(4).